Event description:
It was reported that an ilet user experienced hyperglycemia several hours after changing an infusion set, with glucose rising above 180 mg/dl overnight without food intake; the user considered site issues and elected to administer a manual insulin injection while advised to disconnect the pump for the injection and to consider moving the infusion site. Symptoms included elevated blood glucose. Outcomes included self-management with troubleshooting and education provided. Investigation included device use assessment and user guidance regarding site rotation and manual correction dosing. Investigation of this case revealed no confirmed device malfunction, with a possible infusion site absorption issue or unexplained hyperglycemia, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.